Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2), potassium (k) and ureal urea/bun (ureal) on a cobas 6000 c (501) module. The erroneous results were not reported outside of the laboratory. The initial crep2 result was 159.7 mg/dl. The sample was repeated twice with results of 4.80 mg/dl and 4.90 mg/dl. The initial k result was 11.29 mmol/l. The sample was repeated twice with results of 4.35 mmol/l and 4.38 mmol/l. The initial ureal result was 2.36 g/l. The sample was repeated twice with results of 0.290 g/l and 0.290 g/l. The repeat results were performed using the same sample tube on the same module. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 26995101 with an expiration date of 01-apr-2018. The ureal reagent lot number was 275819. The expiration date was not provided. The k electrode lot number and expiration date were not provided. The customer stated instrument maintenance is current. Calibration results from the time of the event seem to be ok.

Manufacturer narrative:
Qc results seem to be ok. A specific root cause was not identified. Based on the information available, a general reagent problem can be excluded since calibration and qc results were acceptable. Possible root causes may be that the sample was not handled properly or not centrifuged properly. The sample probe may have transferred too much sample material due to deposits on the outside or some material found its way into the measuring cuvette which caused the high results. The issue has not recurred at the customer site.